Event description:
It was reported that the user accidentally sat on the ilet, resulting in a cracked screen and impaired pump function, after which the user experienced hyperglycemia and transitioned to multiple daily injections; a replacement device was shipped and the original was requested for return. Symptoms included elevated blood glucose above 250 mg/dl for a few hours without ketone testing, professional medical intervention, or assistance from others. Outcomes included temporary interruption of automated insulin delivery and user-managed correction with subcutaneous insulin via pen. Investigation included collection of user-reported event details and return of the original device for assessment. Investigation of this case revealed physical damage to the device enclosure and display with associated pump function impact consistent with external mechanical stress. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.